Event description:
Recovery ivc filter found to be multiply fractured, with one arm retained locally, one half of one leg in middle of right psoas muscle, and one arm in right pulmonary artery. Filter removed with forceps, fragments not amenable to removal due to extravascular locations.